Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿suffering from lots of pain with my implant I¿m not sure if they leaking again and valves are digging from the inside out and they both feeling loose and saggy as well".

Event description:
Patient reported ¿suffering from lots of pain with my implant I¿m not sure if they leaking again and valves are digging from the inside out and they both feeling loose and saggy as well". This record is for the right side. Device remains implanted.